Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that the needle was not able to puncture, even after the four attempts were made to cross with energization. Nrg needle was able to cross into the non-boston scientific catheter and transseptal was performed four times, but the needle was unable to cross. After changing to different curve, transseptal was able to perform without any problem. Procedure was completed successfully and no patient complication was reported. The needle was manually shaped and rf was delivered by the generator, however the needle could not cross. No damage was noted on the package. The device is expected to be return for analysis.